Event description:
Reportedly, during the follow-up performed on (B)(6) 2011, a frozen screen was observed during the threshold test. It was doubtful if the real time ECG (surface) was also frozen. Ctr-alt-delete was pressed and pop-up message appeared informing that "this program is not responding gui app". An explanation is requested.

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and use outside the united states. Analysis is pending.